Event description:
It was reported that during and explant procedure on 13 december 2023 (manufacturer report number: 1627487-2024-00028, 3006705815-2024-00042) the patient experienced a csf leak. Physician resolved the csf leak intraoperatively to address the issue.

Manufacturer narrative:
Correction section h6: health affect impact code should have been 4624 - surgical intervention rather than 4627 - device explantation. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.